Event description:
Patient had a PICC-line (B)(6) 2020. It was reported when the patient came to the hospital yesterday they discovered a leak from the catheter. Outside the vein. They also discovered a hole. They took out the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. One 4 fr sl powerpicc solo catheter was provided for evaluation. A product sticker label was also returned which indicated lot: reeq3518. Evidence of use and dried blood residue was visible on the outer surface of the device. Manipulation of the catheter revealed a split in the tubing at the catheter and hub interface. Microscopic observation of the split revealed it to be circumferential. The split surface was observed to be rough and granular. The edges were uneven and granular with material whitening visible. The catheter was cut near the 0 cm depth marker in order to measure the catheter wall thickness and outer diameter and was found to be within manufacturing specification. Based on the characteristics of the split, possible contributing factors include repeated kinking of the catheter leading to material fatigue and securement method of the device. Since a split was present at the proximal end of the catheter, the complaint is confirmed. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeq3518 showed no other similar product complaint(s) from this lot number.

Event description:
Patient had a PICC-line (B)(6) 2020. It was reported when the patient came to the hospital yesterday they discovered a leak from the catheter. Outside the vein. They also discovered a hole. They took out the catheter.